Manufacturer narrative:
The manufacturer received information, that patient confirmed there was no visualization of particles related to a CPAP device. During visual inspection of the device, electrical damage was found on the circuit board assembly. There was the secondary finding of debris on lcd screen, scratches on upper enclosure. The device was scrapped. This report is being submitted for the electrical damage was found on the circuit board assembly during service. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. There was no information about product returned date and time. The manufacturer is submitting a non-reportable report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. This MDR file 2518422-2023-34336 was not reportable as the basis of information. In box b, box g and box h sections was updated/corrected.

Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Event description:
The manufacturer received an information regarding a dream station auto CPAP. The device was returned to a third-party service center. During visual inspection of the device, electrical damage was found on the circuit board assembly. There was the secondary finding of debris on lcd screen, scratches on upper enclosure. The device was scrapped. This report is being submitted for the electrical damage was found on the circuit board assembly during service. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient.